Event description:
It was reported that the elective replacement indicator was triggered and that the patient complained about early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.